Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had two inappropriate shocks. The patient was laying on her left side when she received the shocks. The shocks were a result of a change in signal amplitude, which the device inappropriately sensed. The s-ICD was deactivated and the patient was referred to another facility for follow-up. Additional information was provided that the patient had their lvad removed and since then the patient was getting inappropriately shocked when she would lay on her left side due to change in signal amplitude. Ts discussed possible movement of the device and recommended x-rays to confirm current placement from implant placement. The patient was re-screened and passed in primary and secondary sensing vectors. Alternate sensing vector did not pass because there is a different morphology from laying to standing. Attempts to reproduce by having patient lay on her left side was difficult because the patient experiences pain when laying on her left side. Noise was observed with can manipulation. This morphology was different than the treated episodes where amplitude decreased. The patient believes her device may have rotated. Smart pass analysis was performed to see if the issue could be mitigated by using the filter. Through analysis, it was determined that using smart pass on would be more effective that smart pass off. In the reproduced captured ecgs, the secondary vector does appear much lower in amplitude in comparison to the primary. Engineering discussed a change in vector to primary may be a good idea considering the amplitude gained within this patient. Enabling smart pass may provide additional help with primary sensing vector as well.

Manufacturer narrative:
Correction: this report is being filed to correct the event location. (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had two inappropriate shocks. The patient was laying on her left side when she received the shocks. The shocks were a result of a change in signal amplitude, which the device inappropriately sensed. The s-ICD was deactivated and the patient was referred to another facility for follow-up. Additional information was provided that the patient had their lvad removed and since then the patient was getting inappropriately shocked when she would lay on her left side due to change in signal amplitude. Ts discussed possible movement of the device and recommended x-rays to confirm current placement from implant placement. The patient was re-screened and passed in primary and secondary sensing vectors. Alternate sensing vector did not pass because there is a different morphology from laying to standing. Attempts to reproduce by having patient lay on her left side was difficult because the patient experiences pain when laying on her left side. Noise was observed with can manipulation. This morphology was different than the treated episodes where amplitude decreased. The patient believes her device may have rotated. Smart pass analysis was performed to see if the issue could be mitigated by using the filter. Through analysis, it was determined that using smart pass on would be more effective that smart pass off. In the reproduced captured ecgs, the secondary vector does appear much lower in amplitude in comparison to the primary. Engineering discussed a change in vector to primary may be a good idea considering the amplitude gained within this patient. Enabling smart pass may provide additional help with primary sensing vector as well. Approximately one month later, the s-ICD system was explanted. No additional adverse patient effects were reported

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance and pressure tests were completed to assess electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
----